Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock had an attempted impella cp implant that was unsuccessful as the guidewire was unable to be pass through the pigtail/inlet. The decision for a new device was made. There was no report of patient harm.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation into the delivery issues has been completed since the original report was filed. The pump was returned for investigation. Guidewire was not returned for review. The product had a red lumen that was pulled out about a couple of centimeters from the pump. As per clinical reports, the doctor was not able to wire the pump. The cause of the delivery issue was most likely use related.